Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included hypertension, restless leg syndrome, hypokalemia, dizziness, appendectomy and abdominal discomfort. Concurrent conditions included overweight, menstruation irregular, menometrorrhagia, ovarian mass, endometriosis, nausea and emesis. Concomitant products included ibuprofen (excedrin ib), ibuprofen (midol ib) and lisinopril since 2018. In (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraines/headaches"), headache ("headaches/migraines") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, weight increased, abdominal pain and back pain outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the migraine, tooth disorder and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils that remain in uterine cavity: left-03, right-03 she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received. Event vaginal bleeding, menorrhagia, migraines, headaches, dental problems, dysmenorrhea, weight gain, hair loss, abdominal pain, back pain, lot number & medical , concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.